Event description:
It was reported that during preparation for an ablation procedure with an intellanav stablepoint catheter. When flushing was performed, the irrigation flow was insufficient. As a result, the catheter was replaced and the issue was resolved. The procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
D4: lot number, expiration date, serial numer and unique identifier (UDI) # have been updated. The intellanav stablepoint catheter was returned for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Functional testing was performed with the catheter attached to an external pump to determine saline flow. The flow was consistent and free of particulates during testing. No error messages were displayed. Electrical testing was performed, the device was able to complete an ablation without any difficulties. Laboratory analysis was unable to confirm the reported clinical observations; the catheter passed all relevant testing.

Event description:
It was reported that during preparation for an ablation procedure with an intellanav stablepoint catheter. When flushing was performed the irrigation flow was insufficient. As a result, the catheter was replaced and the issue was resolved. The procedure was completed without any patient complications. The catheter has been returned for laboratory analysis.